Manufacturer narrative:
Evaluation summary: received 1 t-tip curette for evaluation. The curette remains in the working cannula and cannot be removed. The cannula is tight on the curette shaft. It is unknown if the curette shaft is bent. The head of the curette splayed the pivot pin is disconnected from the weld joints on both sides of the head a fracture of the head on the right side is observed torque reset mechanism is still in working condition lever and locking switch are still working; however, the tip does not articulate conclusion: the reported complaint of curette retraction difficulty was confirmed with the product return. The curette could not be removed from the working cannula and the curette head was damaged. Probable root cause: it is likely that the head splayed due to torsional forces applied by the user. This would put pressure on the pivot pin causing it to disconnect from the weld joints. Method; followed up with company representative.

Event description:
It was reported that: during a kyphoplasty procedure at level l1, the express curette could not be pulled out of the working cannula. It appeared the distal end of the curette had broke during the procedure. The curette had to be pulled out with the working cannula at the same time. The procedure was completed successfully and the patient status is good. There was no patient injury. No further information was reported.